Manufacturer narrative:
(B)(4) the customer complaint of bypass tube resistance was able to be confirmed through investigation of the returned device. Visual analysis revealed that the footplate was deployed, and the button valve was partially torn. Functional testing confirmed heavy resistance when advancing the bypass tube into the sheath. A device history record review was performed, and no relevant findings were identified. As per the additional information received, the manta was used according to the IFU. Resistance was experienced during bypass tube advancement. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the information received, the most likely root cause is supplier related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " closure of femoral access after tavi procedure, interventional cardiologist could not pass manta device (haemostatic valve) via manta sheath. Was not possible to finish procedure with this product. The patient was reported as fine post the procedure."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that " closure of femoral access after tavi procedure, interventional cardiologist could not pass manta device (haemostatic valve) via manta sheath. Was not possible to finish procedure with this product. The patient was reported as fine post the procedure."